Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump appeared to be running, but nothing was being delivered. They stated that they did attempt troubleshooting, but it was not successful. Mmd did make multiple attempts to follow up with the initial reporter but those attempts were not successful. They did state that the patient had not experienced any adverse effects due to the complaint. No additional information was provided. (B)(4).